Event description:
It was reported that during the function check, the cardiosave intra-aortic balloon pump (iabp) unit's outer cover of the power cord was damaged and the time on the iabp was incorrect. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) reported that they were able to confirm the reported issues. The fse replaced the nvram ic on the executive processor board and power cord assembly. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0012-00-1688-02 sn: (B)(6). This part was received with a reported unit failure message of line cord cover damaged. Performed visual inspection of this part received and found the line cord was damaged. The fat dept. Verified the failure message of reported by customer which line cord damaged. Retaining line cord with type e/f plug in the fat dept. As per procedure